Event description:
A two level c revision case (with a plate below) was performed on (B)(6). About four weeks later in a post op film x-ray, the surgeon discovered that the center screw on the top device had backed out by approx 4-5mm. He went back in and revised that level on (B)(6) by removing the screw that had backed out and replacing the screw. There was no imminent pt risk and no pt pain. The surgeon did not use the awl or awl guide during implantation, which is recommended in centinel's surgical technique guide.